Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) felt light headad and dizzy. Also had a pause of fourty (40) seconds several times. The patient went into the intense care unit and received medical treatment. The system remains in service. No additional adverse patient effects reported.

Manufacturer narrative:
Correction of h6 impact code field. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) felt light headed and dizzy. Also had a pause of forty (40) seconds several times. The patient went into the intense care unit and received medical treatment. The system remains in service. No additional adverse patient effects reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction of h6 impact code field. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) felt light headed and dizzy. Also had a pause of forty (40) seconds several times. The patient went into the intense care unit and received medical treatment. The ICD has been explanted due to normal battery depletion and returned for analysis. No additional adverse patient effects reported.